Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The international customer reported the device is not working on ac power. There was no patient involvement.